Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer was hospitalized due to low blood glucose on unknown date. Blood glucose at the time of event was 600 mg/dl. Current blood glucose was 600 mg/dl. The customer experienced dizziness symptoms such as a result of high blood glucose. Customer was ok for troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The product will not be return for analysis.